Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported the infusion headset leaked insulin during use and she experienced hyperglycemia as a result. She was unable to determine whether this caused by a product defect or an absorption issue. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.